Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch number.

Event description:
It was reported that this was an arteriotomy closure of a right/left common femoral artery using a prostyle device after a diagnostic hearth catheter procedure with an 6f sheath. Reportedly, when the plunger was withdrawn, the entire suture with the knot intact came out of the device. A new prostyle device was then used; however, the same issue occurred. Manual compression was ultimately used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.